Event description:
Charite pt implanted in 2005 had revision surgery to remove the device, pt did well post op and follow up examinations found no mltigation. Pt reported failing on ice. Reported that she later experienced a "popping sensation" that led to a back pain, x-ray showed posterior displacement of the sliding core. Surgeon believes that the pt experienced traumatic spodylolosthesis leading to the failure of the charite disc.